Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer woke up this morning with a no delivery alarm. Customer also had a motor error on the insulin pump. Customer's blood glucose level was 120 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime, motor error and basic occlusion tests due to faulty force sensor relay. The motor passed motor test. No further tests could be performed due to motor error alarm. The excessive no delivery alarms could not be verified due to recurring motor error alarms. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.